Manufacturer narrative:
It was reported that the back section of the table allegedly came off during a case. A stryker field service techinician went onsite and found that the section was not connected all the way to the green dot, allowing the back section to become loose. There were no other findings on the table. There was no reported injuries or adverse consequences reported.

Event description:
It was reported that the back section of the table allegedly came off during a case. There was no reported injuries reported.